Event description:
Boston scientific received information that during a non-device related procedure, the field representative interrogated the pulse generator and received an alert indicating the device functionality had been limited to a single zone shock only configuration caused by memory corruption in the device. The field representative noted the patient may have been exposed to electromagnetic interference (emi) from a previous medical procedure that may have caused this to occur. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device declared elective replacement indicator (eri) while implanted. Interrogation revealed the device was in safety mode. The device was pacing at the appropriate safety parameters and would be able to provide a 39 joule shock. The device memory noted errors occurred that can be caused by exposure to electromagnetic interference (emi) signals. The complaint record indicates the patient was exposed to emi at a previous medical procedure. Analysis concluded the cause of the corrupted memory is due to field induced emi.

Manufacturer narrative:
Should the device get returned, it will be analyzed and this report would then be updated.